Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint nonrecoverable fault 319. Upon visual inspection, no issues were found that would be related to the reported event. The logs were able to confirm error 319 and therefore, able to confirm the reported event occurred in the field. The ec was installed into the golden system where the system pinged error 319 upon start up. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed several errors 319 related to the original complaint were found. As a result of these findings, failure analysis was able to conclude that the root cause in the dual camera instrument board (dcib) could be attributed to the reported event.

Event description:
It was reported that the system had a non-recoverable fault. The intuitive tech support engineer (tse) reviewed the system logs and found error 319 against the endoscope controller (ec). The caller mentioned that their suction irrigator instrument that sprayed fluid onto the front of the vision side cart. The tse recommended powering down the system until an intuitive field service engineer (fse) could look at it. There were no reports of patient involvement.